Event description:
Patient reported possible left side deflation, hot flashes (not device related) and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Physician reported "textured allergan saline implants", "patient 'felt like the breast augmentation was way too small and wishes to be much bigger", "has grade 2 capsular contracture on the left side or an overinflated implant", and "deflation". Physician later reported "calcium posts on the implant", "metastasis and tumor" (not device related), "infected cyst" (not device related), " a total of 1100 cc takes", and¿ incision made down to the wound¿. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Other-medical: unable to observe as it is not related to the device. Deflation: observed opening on anterior side assessed as fold flaw opening. Unsatisfactory result: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported possible left side deflation, hot flashes (not device related) and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Physician later reported, 'textured allergan saline implants' and patient 'felt like the breast augmentation was way too small and wishes to be much bigger' and 'has grade 2 capsular contracture on the left side or an overinflated implant." Physician later reported left side removal due to deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed 1 opening assessed as fold flow opening. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. Other - medical: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Unsatisfactory result: unable to observe as it is not related to the device. Calcification: calcification observed in the shell. Infection (unknown): unable to observe as it is not related to the device. Cancer: unable to observe as it is not related to the device. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported possible left side deflation, hot flashes (not device related) and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Physician later reported, 'textured allergan saline implants' and patient 'felt like the breast augmentation was way too small and wishes to be much bigger' and 'has grade 2 capsular contracture on the left side or an overinflated implant." Physician later reported left side removal due to deflation. The device has been explanted and replaced.

Event description:
Patient reported possible left side deflation, hot flashes (not device related) and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Physician later reported, 'textured allergan saline implants' and patient 'felt like the breast augmentation was way too small and wishes to be much bigger' and 'has grade 2 capsular contracture on the left side or an overinflated implant." Physician later reported left side removal due to deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.